Event description:
The customer reported that the v60 shut down while on a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. Unit was swapped out. The customer contacted product support and customer has contacted respironics account manager and advised the v60 shut down while on a patient. The v60 has been removed from service. The ICU nurse was aware the unit shut down and the patient was placed onto another ventilator. The customer is not reporting any adverse outcome to patient care or therapy. The customer is requesting onsite evaluation for possible v60 35 volt rail reported issue of v60 shutting down. The customer does not want service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone #: +(B)(6).

Manufacturer narrative:
The authorized service personnel (asp) stated that the customer declined an onsite evaluation and did no want to pay for service. The unit was removed from service.